Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller wasn't working. Pt said that they tried recharging the ins last night but the controller was totally gone. Pt confirmed that the controller was blank and not powering on. Pt said that they plugged the power supply into the controller but the controller still wasn't doing anything. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt unlock the controller; pt saw no device found. Pt said that they had been having a problem with it and they would turn the controller on and it just wouldn't come on or it would do something different. Pt said that the device was totally out of power but when they plugged the controller into the power supply like they usually would, the controller was just blank. Pss understood that all of the troubles occurred last night. Pss advised the pt to fully charge the controller. Pt will call pss back for further troubleshooting. The pt called back on phone 2 with their controller charged. During the call, the pt verified no damage to the recharger (rtm). The pt attempted to recharge their implantable neurostimulator (ins) and the pt got no device found. Patient attempted to go through passive recharge mode and got all 0's. Pt noted they have been having trouble charging their ins for they could not get past 30%. A replacement recharger (rtm) was sent out. No symptoms were reported.